Event description:
The biomed customer called technical support (ts) reporting that the device will not turn on, no lights show when plugged in. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer reported that when replacing the power cord, it was confirmed that the ac power is connected. The customer is also reporting a burning smell once the v60 top cover is removed. The customer is requesting bench for repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was not in use at the time of the reported event. No patient or user harm was reported. The customer sent their ventilator for bench testing and evaluation. Evaluation has been completed and confirms the customer report of a burning odor and that the unit would not power on when connected to ac power. Full evaluation results indicate the ac inlet intermittently failed the continuity test, the power management board is defective, and there is extensive cosmetic damage to the exterior housing and ventilator stand that was not initially reported by the customer. The bench technician indicated that an electrical short burnt the interior of the unit causing multiple component failures. Additional information has been requested but not yet received.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
H10: bench repair replaced the power supply to resolve the reported issue of the device not powering on. The top cover, foot kit, central processing unit cover tray, left side panel, and ac inlet were also replaced. The device was set to local customer time and date. The event log was cleared. The device was set to factory settings. The device passed the required performance verification tests per philips standards and was returned to service. H11: updated contact information and contact office entity.